Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that, the injector and cartridge were not retured for evaluation.

Event description:
It was reported that the surgeon inserted an aq1016v three piece silicone lens and a haptic was torn during insertion. The lens was removed and a replacement lens was implanted without any patient injury.